Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was broken during the device change out and was stuck in the device's header. The lead was surgically abandoned. No additional adverse patient effects were reported.